Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: trident hemispherical multi; cat# 508-11-46c; lot# 63553201, size 2 accolade ii 127 deg; cat# 6721-0230; lot# 54053902, delta v-40 ceramic head 32/+4; cat# 6570-0-232; lot# 63020204, 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# a73dhn, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# vr0x4d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Primary surgery against osteoarthritis with trident, accolade and delta ceramic head was performed on (B)(6) 2018. Then, removal surgery was performed and mold type cement spacer was implanted on (B)(6) 2018 due to infection of implanted site. Lesion: left hip.